Event description:
It was reported that the patient with the lead 977a260 vectris mrics compact experienced a return of pain, connections issues, and impedances issues. Reprogramming was performed as a troubleshooting step. The product was explanted. The issue was resolved, and no patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was also replaced at this time. No known issues with ins, pt and md discussed and agree to swap ins as it was close to 7 years old. The rep clarified that the connection/impedance issues were high impedances, however the values were unknown.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-aug-2023, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 19-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.